Manufacturer narrative:
The clip was implanted and the delivery system discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. However, while actuating both grippers, the anterior gripper did not come down. Both grippers were able to actuate independently/simultaneously during preparation. But during the procedure when trying to actuate combined grippers, the anterior gripper did not come down. Tried individual with same results. Troubleshooting was performed, and the only way the gripper came down was locking the clip to get it to actuate. The clip was deployed with no further issues. There was no adverse patient effect and no clinically significant delay in the procedure. One clip implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.